Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: japan.

Event description:
It was reported that during surgery, the foreign substance was found inside of the sterile package before the nurse opened it. There was no patient harm/injury. There was no medical intervention required. There was a surgical delay of 0-15 minutes while they prepared an alternate device. The surgical technique for the product was utilized. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.

Event description:
Based on additional information received, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided. The packaging was within specifications.

Manufacturer narrative:
Based on additional information received, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided. The packaging was within specifications.